Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. The device was under observation for four days and was found to be working okay. The device evaluation found there was dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center was giving error code e116. The issue was found during preparation for use of a therapeutic laparoscopically assisted vaginal hysterectomy. The procedure was completed with a similar device, there was no delay in procedure, and there were no reports of patient harm or injury.